Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced recurrent stress urinary incontinence, urinary retention, large cystocele and poor bladder emptying. The mesh remains implanted. No further complications have been reported in relation to this event.

Manufacturer narrative:
(B)(4). Total number of events summarized - (B)(4); ams apogee pc with intexen lp - (B)(4); ams apogee system - (B)(4); ams apogee system with pc coated intepro lite - (B)(4); ams elevate (not specified) - (B)(4); ams elevate anterior prolapse repair system - (B)(4); ams elevate anterior prolapse repair system with intepro lite - (B)(4); ams elevate pc - (B)(4); ams elevate pc posterior prolapse repair system with intepro lite - (B)(4); ams elevate posterior prolapse repair system with intepro lite - (B)(4); ams intexen-porcine dermis - (B)(4); ams miniarc sling system - (B)(4); ams monarc sling system - (B)(4); ams perigee system - (B)(4); ams perigee system with intepro - (B)(4); ams perigee system with pc coated intepro lite - (B)(4); ams sparc sling system - (B)(4); unknown graft mesh - (B)(4); unknown sling system - (B)(4).